Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2021-00016.

Event description:
Patient revised for third time due to non-compliance with post-surgical instructions on (B)(6) 2021, approximately 5 weeks after primary surgery. First two revisions previously reported. Surgeon explanted 36mm eccentric glenosphere with screw, 36/+9 stability humeral cup, and humelock reversed 36/14 cementless lockable stem. He then implanted a 40mm eccentric glenosphere with screw and humeral side components from another manufacturer, which is an off-label use of the fx shoulder device.